Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-extension upn: m365nm3138550, model: nm-3138-55, serial:(B)(6), batch: 7124526. Product family: dbs-extension upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 7125087.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced erosion and an infection at the chest pocket site of the implantable pulse generator (ipg). The patient was admitted to the hospital and underwent an explant procedure where the ipg and extensions were removed. The patient is being treated with intravenous IV antibiotics. The physician assessed the patient was scratching through the skin and exposing the ipg pocket site wherein causing erosion and infection. The explanted devices were retained by the facility and were not returned to bsc.